Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter fell out 2 days after placement. The water leakage wasn't found when the user inflated outside the body. It was later reported from the international business center via email on 22mar2019 that the foley balloon was intact when the catheter fell out of the patient.

Manufacturer narrative:
The reported event was confirmed. The sample was inflated with water and observed water leaking through the drainage funnel. The catheter was dissected and observed a tear on the rubberize layer of the inflation lumen. The tear was examined under microscope and noted to be rounded and smooth. How and when the event occurred could not be determine. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "[contraindications] 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) this device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. (4) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (5) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]"

Event description:
It was reported that the catheter fell out 2 days after placement. The water leakage wasn't found when the user inflated outside the body. It was later reported from the international business center via email on 22mar19 that the foley balloon was intact when the catheter fell out of the patient.